Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker (speaker imepdance was out of specification). The rear case was replaced. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio output during patient therapy in the intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.